Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple occlusion alarms occurred. The customer reported a blood glucose (bg) level of 444 (mg/dl). Manual injections were delivered to address bg levels. Troubleshooting with tandem technical support was declined.